Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The field service engineer (fse) found the magnet on the left gripper/finger loop at the bump stop broke off and was lodged in the rail at the same location. The fse replaced the left master tool manipulator (mtm) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the mtm involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported grip calibration failure along axis 8 during calibration. As a fix, the embedded serializer master handle (esmh) pca, grip lever, inner grip spring, and outer grip spring will be replaced. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the davinci system malfunction rendering the davinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the surgeon informed the intuitive surgical, inc. (Isi) technical service engineer (tse) that the finger grip was not working in the right hand. At the time of the call, the customer was in the process of restarting the system. The surgeon stated they could not close the grip on the instrument on arms 3 and 4, and that it felt different from the left. Then, the surgeon informed the tse that when squeezing, a clicking noise was heard. It was noted that the system restart did not resolve the issue. No further troubleshooting steps were available. The surgeon then converted the procedure to laparoscopic. The customer requested a field service engineer (fse) follow up as soon as available. There was no reported injury or harm. Isi followed up with the robotic coordinator and obtained the following additional information: the robotic coordinator confirmed the procedure conducted during the reported issue was a robotic prostatectomy with bilateral pelvic lymphadenectomy procedure. It was noted the system was inspected prior to use and no issues were noted during the system setup. There were no issues with port placement. Prior to the reported issue, the system had been in use for over two hours. When the system malfunction occurred, the customer contacted technical support; however, the issue was not resolved. The surgeon then converted the procedure to laparoscopic surgery to continue the case. It was noted the surgeon believed the hand piece on the surgeon side console (ssc) malfunctioned and contributed to the reported event. The robotic coordinator reported that the surgical staff did not observe any outside influences impeding movement of the system. The patient did not experience any post-operative complication due to the conversion. No video/image was available for review. The procedure was completed laparoscopically with no patient injury or harm.